Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot charge. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the that during daily operation and inspection the device cannot charge or discharge during testing of the device. There was no patient involvement.